Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Please refer to section h10 for the second device reported in the event.

Event description:
The user facility reported that the angio-seal device could not be properly fitted, as the locator did not engage with the insertion sheath. Despite multiple attempts, the locator and sheath failed to snap together. The device was replaced with a second angio-seal, which exhibited the same issue. A third angio-seal device was then used without problems, and hemostasis was successfully achieved. The procedure prior to device deployment was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The ancillary sheath size was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 9 mm. No additional equipment or devices were used with the angio-seal. The event occurred prior to the procedure.